Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4) implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that high impedances greater than 10,000 were noted. It was noted that all electrodes had the issue. It was further noted that a revision would be planned but no date yet. It was noted that the issue was not resolved as of the date of this report. It was noted that action was not taken yet but was planned. It was again noted ¿no date planned but would be determined by physician.¿ it was noted that the cause of the issue was yet to be determined. It was noted that impedances were high when tested. It was further noted that the patient reported that he was turning the device up and not feeling it. It was noted that he did not remember when this happened. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient was not feeling stimulation so he went in for an appointment. Additional information was requested but was not available as of the date of this report.